Event description:
The customer stated that he was riding on his unit and the unit began making a grinding noise and then began travelling downhill quickly. He was able to gain control of the unit prior to having an accident.